Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported a problem with their insulin pump; the customer suspected that the insulin pump did not deliver insulin. At the time of the phone call, the customer's blood glucose was 27.9 mmol/l. The customer had treated with manual injection, but the blood glucose meter only shoed blood glucose as high. The ketones were 0.4. Based on the customer's voice, they were advised to go to the hospital emergency room to get correction and treatment. Nothing further was reported.